Event description:
On (B)(6) 2011, the reporter contacted lifescan alleging an "error 5" issue with the subject meter. During troubleshooting with the customer service representative, the reporter was able to perform a retest with the phone and obtained a successful test. Based on the customer service investigation, there was no indication that the product malfunctioned. There were no allegations of harm or injury. Replacement products were sent to the patient. On (B)(6) 2011, lifescan received the meter involved with this complaint. Device evaluation was completed with the returned meter on (B)(6) 2011 and concluded that the alleged issue could not be confirmed; however, the lcd was cracked/broken. This complaint is being reported due to the unreported issue found during investigation.

Manufacturer narrative:
The 510(k) # is k082590